Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Vns pt reported magnet which had a cracked case that no longer was magnetic. The pt stated that the crack occurred over time and was most likely the result of wear and tear. New magnets were distributed to the pt.